Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drops at the end of the infusion set tubing during the fill tubing sequence. Reportedly, the infusion set was changed out 3 times. Customer's blood glucose was 85 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded on to the pump and insulin delivery was resumed successfully.